Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a bone spec was performed. It was noted that there was a mild increase in uptake in the mid and lower cervical spine. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with an implantable neurostimulator (ins) for no n-malignant pain. It was reported that the patient was in need of having their stimulation tweaked because they have had a "a couple of episodes" and it was unknown if the patient had other health issues. It was reported the patient's pain level was going off the chart. They had pain in their axial lower back, in their hips, and between their shoulders where their spine was twisted from a motor vehicle accident they were in prior to getting their ins implanted. The patient met with a manufacturer representative (rep) on (B)(6) 2017 and found the ins to be "discharged". The rep reported the ins was meant to cover the lower back pain but not the pain that was in between the shoulders; the patient never had stimulation in between their shoulder blades. Reprogramming was performed to cover the patient's left leg and right calf but they were unable to get stimulation to capture the pain in the axial lower back or the bilateral hip pain. It was noted the patient did have full coverage of their painful areas after implant but the patient had fallen several times since getting their 2013 implant, so the lack of coverage may have been due to the falls. The patient was scheduled to see a neurologist in (B)(6) 2017 and an appointment was going to be made for the patient to see their pain management doctor to determine if a lead migration has occurred and then what the next steps will be to address the axial lower back pain. The patient's medications were reported to be: fentanyl, oxycodone, gabapentin, two kinds of muscle relaxers, and two different kinds of nerve pills. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient had not specified when their pain level had "gone off the chart" and had a loss of therapeutic effect. It was clarified that the "episodes" the patient was having were referring to when the patient would have drowsiness and frequent jerking while sleeping. The patient's device had gone into "discharge" because the patient had not charged their ins. It was confirmed the patient was able to charge their ins. It was also confirmed that no lead migration had occurred. The patient was referred to neurology and a bone spec was going to be performed to address the loss of therapeutic effect and the pain. No further complications were reported or anticipated.